Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that this type of an event can occur. Under instrument/provisional care, it states, "failure to follow these instructions could result in instrument or provisional breakage and potential adverse effect on user(s) or patient."

Event description:
During a total hip arthroplasty, the modular flex shaft fractured into two pieces while proceeding with the drill tap. No patient injury or significant delay was reported as a result of the event.

Manufacturer narrative:
(B)(4). Other: not needed when it is not an adverse event reported event is considered confirmed as visual examination showed the flex coil feature is fractured. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.